Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubbles. Customer¿s blood glucose level was unknown at the time of incident. Approximate size of air bubbles was 2 to 3 mml in diameter and larger champagne. Customer states that they experienced high blood glucose of 16 mmol/l. Customer was declined to troubleshoot for high blood glucose. Customer states on a couple of occasion blood glucose was raised checked reservoir and see air bubbles. Customer states location of the air bubbles was within the reservoir and took out moved in hand and upright moved towards the top and wear pump sideways in a body belt. The reservoir will not be returned for analysis.